Event description:
Rptr was drawing from a new hickman and it is difficult and positional. Rptr took the valve off the end of the line to increase chances of getting blood (sometimes those valves impede blood flow). Rptr flushed afterwards and noticed it was leaking a bit. Tried to cap it and replace the valve; it wouldn't fit. Looked at end of line and noticed that the end of the ns flush broke off and was wedged into the end of the hickman. This is not the first time this has happened. It happened 3x in day treatment. A second incident was observed in 1999. Another broken tip was found inside the luer lok hub. In both cases same lot # was involved.